Event description:
It was reported that pt visited her surgeon for her two year checkup in (B)(6) 2012. At the time she reported having some pain and tenderness in the right side of her hip. She does state that she has always had some pain since the surgery but attributed it to a normal side effect of the implant process. An MRI was taken in august which showed pseudo-tumors around the implant sight. She is scheduled to have revision surgery on (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.